Manufacturer narrative:
Literature citation: rajesh vijayvergiya et.al. (2016) ¿longitudinal stent deformation during coronary bifurcation stenting¿ the cardiovascular revascularization medicine, 2016 17 (2) p.143-145. (B)(6). (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03439 and 2134265-2016-04192. It was reported via journal article that stent damage occurred. The patient presented with angina upon exertion of 10 days duration. Coronary catheterization was performed on the mid left anterior descending artery (lad) and first diagonal. Predilation was performed with a 2.5x15mm non bsc balloon and a 2.5x28mm promus element stent was deployed from the ostium of the first diagonal followed by a 3.0x38mm promus element stent which was deployed in the lad using the mini-crush technique. The 3.0x38mm stent was post dilated with a 3.5x12mm non bsc balloon at 15atms. Post dilation was attempted for the 2.5x28mm stent in the first diagonal; however, multiple balloon catheters were unable to cross the stent struts of the 3.0x38mm stent in the lad. Following the crossing attempts, the lad stent was longitudinally deformed with luminal narrowing of the lad. The deformed lad stent was sequentially dilated with a 2.5x10mm and 3.5x12mm non bsc balloon. A further attempt to cross the first diagonal stent was not successful. The lad stent was dilated again with a 3.5x12mm non bsc balloon at 18atms. There was timi-3 flow in the lad and first diagonal with no residual stenosis of the lad. The patient was discharged on day two on 300mg of aspirin and 150mg of clopidogrel. On day three the patient presented with acute anterior wall myocardial infarction (mi). The patient was taken for percutaneous coronary intervention (pci) and coronary angiogram revealed acute stent thrombosis of the 3.0x38mm lad stent bifurcation site. The lad stent was dilated with a 2.5x15mm and 3.5x12mm non bsc balloon. The patient received a bolus dose of tirofiban followed by intravenous infusion. The 2.5x28mm stent in the first diagonal was totally occluded with timi-0 flow. A further attempt to dilate the stent with a smaller balloon was unsuccessful. A 3.5x16mm promus element stent was deployed in the proximal lad, overlapping the bifurcation site and longitudinally compressed the segment of the previously deployed lad stent. The stented lad segment was post dilated with a 3.5x12mm non bsc balloon at 18atms. Timi - 3 flow was achieved in the lad, while the first diagonal had timi - 0 flow. The patient was discharged on day five on 300mg of aspirin and 150mg of clopidogrel. The patient remained asymptomatic at 6 weeks of follow up. The study also noted that taxus liberte stents also have a tendency for longitudinal stent deformation.